Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of vascular dissection and pain are listed in the pressurewire instruction for use (IFU) as a known potential complication which may be encountered during all catheterization procedures. A definitive cause for the reported patient effects of vascular dissection and pain resulting in unexpected medical intervention, medication required, and delay to treatment/ therapy, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9: correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) artery with 70-90% stenosis. Calibration was successful. Equalization of the pressurewire x wireless guide wire was not successful. The first value was 0.83 and immediately the fractional flow reserve (ffr) dropped to 0.50. Another equalization attempt was performed but the ffr value was still 0.50. After four unsuccessful equalization attempts, another pressurewire x wireless guide wire was used to continue the procedure but an occlusive spiral dissection occurred in the left anterior descending (lad). An additional stent was used to treat the dissection. There was a delay in the procedure requiring pain medication for the patient. No additional information was provided.